Event description:
The patient reported that they were experiencing chest pain, headache, increased in blood pressure and heart rate. Follow up information provided that the patient rescheduled their doctor visit because they later felt better. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.